Manufacturer narrative:
The returned device was evaluated. During evaluation the alarm alert conditions, such as: no cable, sensor off and alarm limits breach, with visual status indicators, were functioning, however there was no sound coming from the device. The speaker is malfunctioning. When the device was turned off a service watchdog error occurred and 12 beeps sounded. The speaker was measured to be within specification. The core board was found to be defective. The core board was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the speaker alarm sounds distorted. There was no known impact or consequence to patient.